Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms during bolus deliveries. The customer's blood glucose (bg) level was not impacted. The customer changed their cartridge, infusion set and infusion set site prior to contacting tandem technical support (cts) and continued to receive occlusion alarms. The cartridge and infusion set tubing were found to be operating as expected during system check with cts. There was no damage noted to the cannula. The customer declined to continue troubleshooting the issue. The contact reported that the pump would continue to be used for insulin therapy.